Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi set bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. The exact event date could not be provided. The incident occurred approximately twenty minutes into hd treatment. The machine alarmed with an unspecified arterial alarm and then an air detected alarm. No air was seen in the lines, but blood was noted on the machine. Upon further inspection, blood was observed dripping from the arterial line, close to ¿where it connects to the machine¿. The rn stated that a tiny hole was visible on the arterial line. The blood pump was stopped, and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. No sample was available to be returned for evaluation as the device was reportedly discarded. Additionally, the lot number for the device was unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. The exact event date could not be provided. The incident occurred approximately twenty minutes into hd treatment. The machine alarmed with an unspecified arterial alarm and then an air detected alarm. No air was seen in the lines, but blood was noted on the machine. Upon further inspection, blood was observed dripping from the arterial line, close to ¿where it connects to the machine¿. The rn stated that a tiny hole was visible on the arterial line. The blood pump was stopped, and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. No sample was available to be returned for evaluation as the device was reportedly discarded. Additionally, the lot number for the device was unknown.